Event description:
The target lesion was the 1st diagonal branch. The vessel was a de-novo, concentric lesion. Aha/acc classification of the vessel was a type b1. The lesion length was 16mm and vessel diameter was 2.5mm. The procedure (2008) was an elective case. Pre-dilation was conducted with a balloon (2.5/15mm) at 12atm for 20seconds. Cypher (2.5/18mm) was implanted at 14atm for 30 seconds. Post-dilation was conducted with the sds at 14atm for 30seconds. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before was 3 and 3 after the procedure. Act was not measured. A few hours after the pci, the patient complained of chest pain and abnormal ECG was observed. Cag was conducted and thrombus was observed inside of the implanted cypher and distally. To treat the thrombus, poba was conducted. Two bms (micro driver, vision stent) were additionally implanted in the cypher from the proximal end. The patient recovered and was discharged from the hosp five days post-procedure.

Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Thrombotic events are a known potential adverse event associated with implanting coronary artery stents. The acc guidelines recommends an act of greater than 300 while performing an interventional procedure. Review of the available info suggests that pharmacological factors may have been contributed to the event.